Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please also see section b5 for updates (event found at) obtained from customer follow up response. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of water droplets was not confirmed. A visual inspection noted the following: ·there are no water droplets inside the main unit lens. ·there is no residue of water droplets on the surface of the main unit lens. Functional testing was performed on video connector and camera cable and no image issue was observed. Device evaluation however, found corrosion on the scope mount, stickiness on the camera cable and water-tightness defect on the side of the video connector. The damage to the side of the video connector was presumed that this led to the occurrence of a water-tightness defect due to it was not possible to maintain airtightness. Device evaluation noted there is no significant damage to the main unit, video connector electrical contact area, camera cable, or main unit lens. Based on investigation, evaluation results, the reported issue was not able to be confirmed. A definitive root cause of the reported issue cannot be conclusively identified. As per ¿instructions for use¿ (IFU) if the endoscope image or function malfunctions and returns to normal on its own, the device may already be malfunctioning. If you continue to use it as it is, the malfunction may occur again and it may not return to normal. In this case, stop using it immediately and slowly pull the endoscope out of the patient. Continuing to use such a device may injure the patient or cause bleeding or perforation. The following is stated in the ¿warning¿ section of the ¿for safe use endoscope image disappearance and freezing¿ section of the instruction manual. Do not bump or drop this product. There is a risk that water leakage may damage the electrical circuits inside the product. ·when the free lock lever is lightly held and rotated counterclockwise, check that the free lock lever is not loose or wobbly. ·when the scope mount is operated, check that the scope mount is not loose or wobbly. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after eog (ethylene oxide gas) sterilization, the camera head had something like water droplets reflected in the image. The event occurred right after reprocessing and therefore was not used in a procedure; a similar device was used for the procedure instead. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after eog (ethylene oxide gas) sterilization, the camera head had something like water droplets reflected in the image. The event occurred prior to an unknown therapeutic procedure which was completed with a similar device. There were no reports of patient harm.